Event description:
A customer reported observing falsely low ammonia results for two qc fluids. Results of this magnitude may result in inappropriate physician action. There was no report of pt harm as a result of this event.